Event description:
It was reported that device was used during a rectum procedure. It was reported that the staple line was incomplete. The case was completed by hand suturing. There was no consequence to pt.